Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving an unspecified low sensor scan when compared to an unspecified result from a competitor brand meter. The customer further reported a blood glucose result of 34 mg/dl obtained from an unspecified device and experienced a loss of consciousness however, she was able to regain consciousness on her own and self-treated (unspecified). The paramedics were called but no additional treatment was rendered. There was no report of death or permanent injury associated with this event.